Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the trailing haptic got stuck in the cartridge and tore off. The surgeon removed the lens without enlarging the incision and put in another same model lens. No patient injury.

Manufacturer narrative:
Evaluation results: (other)- a visual inspection of the returned product shows a small piece of the lens is torn and a haptic is torn. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.